Event description:
It was reported that the outer sterile package was torn before the user opened the package. Per additional information from the ibc via email on 18oct2019, a tear was observed on the packaging near the bottom right corner while holding the package and looking at the label.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. The sample was evaluated and an irregular tear was observed at the bottom part of the outer package. The exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure could be user related / rough handling/ improper storage of the product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[storage method and expiration date] 1. Storage. Store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date. Indicated on the direct package and the outer box." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the outer sterile package was torn before the user opened the package. Per additional information from the ibc via email on 18oct2019, a tear was observed on the packaging near the bottom right corner while holding the package and looking at the label.